Event description:
Related manufacturer reference number: 3006705815-2024-01554. It was reported patient lost effective therapy due to lead migration and invalid impedances. As a result, patient underwent surgical intervention during which both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.